Manufacturer narrative:
Product ID 3889-28, lot# v481126, implanted: 2010 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that after an implantable neurostimulator (ins) was changed out, it wasn¿t working so the healthcare provider figured it was the lead. Three months after implant, the patient was told that the issue was not the battery, it was the wires that were misplaced, and the lead was then changed out. The patient received a whole new device. See MFR. Report #3004209178-2015-13011 for information regarding issues the patient experienced with her subsequent device.